Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), post implant, had ventricular farfield oversensing of the atrial channel. Ventricular thresholds were high. Technical services recommended repositioning the lead.